Event description:
A peritoneal dialysis registered nurse (pdrn) reported to (B)(6) customer support that the patient got peritonitis and had his catheter removed. Additional information confirmed the patient was not diagnosed with peritonitis. The patient was diagnosed with a tunnel infection after leaking was observed from the tunnel. The cultures were positive for staphylococcus aureus. The nephrologist determined the patient needed a pd catheter removal. It appeared the infection originated at the middle stitch line form the initial pd catheter placement surgery. The patient was scheduled for a pd catheter removal on (B)(6) 2026. The patient is currently completing in-center hemodialysis via a central venous catheter (cvc). There is no indication of a serious injury, patient death, or other adverse event related to a (B)(6) product or other issue warranting further investigation. The reported event is related to the use of a pd catheter (non-(B)(6) product). The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).